Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) has been completed. The reported problem (reinsert battery messages) has been confirmed. Upon eval the battery connector (j1) on the defibrillator board was found to have a missing pin, preventing the monitor from recognizing a battery. The root cause of the damaged battery connector cannot be positively determined but was likely due to excessive force when the battery was mated with the monitor. No adverse event resulted from the damaged battery connector. The pt received a replacement monitor.

Event description:
A (B)(6) male pt contacted zoll customer support to report that his monitor says "reinsert battery" when either battery is placed in the monitor. The pt was issued a replacement monitor.